Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized for the event. The hp was treated with vancomycin (1gram, ip, every 72 hours for 14 days). The hp was discharged from the hospital on an unknown date and is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in (B)(6).

Manufacturer narrative:
(B)(4). This report is regarding patient 2 of the 7 mentioned peritonitis patients. This is report 2 of 3 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lots (gd891911 and gd891721) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.